Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp displayed over temp alarm. There was no harm reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp displayed over temp alarm. There was no patient involved.

Event description:
It was reported that before use during training, the cardiosave intra-aortic balloon pump (iabp displayed over temp alarm. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to verify in logs as over temp alarms are not logged. The fse followed current part replacement recommendation for over temp alarm. The unit passed all functional and safety tests per factory specifications. Returned to customer for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received the following parts associated with this complaint: front end pcb. Compressor scroll. The fat performed a visual inspection and found the parts to be in good condition. The fat installed front end pcb in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 3 hours with no issues confirmed. The fat installed compressor scroll in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 3 hours with no issues found. Sending front end pcb to the supplier for failure analysis per procedure. Retaining compressor scroll in the failure analysis and testing department per procedure. The following was submitted by a manager of the maquet failure analysis and testing (fat) dept. The fat dept received front end pcb from the supplier. The supplier evaluation states the following: 1. Perform inspection: result: no defect. 2. Aoi inspection: results: no defect. 3. X-ray inspection: results: no defect. 4. 1-wire test: results: pass. 5. Ict testing: results: ict-0003 - pass. 6. Hipot testing: results: 0.27ma, 0.25ma - pass. 7. Fct testing: result: passed. Results at inspection and test is good and no abnormalities were detected. Board was no trouble found. The fat dept will retain this part and process it for scrap as per procedure.